Event description:
It was reported that tip detachment occurred and remained inside the patient. An 8x120x120 epic self expanding stent was selected for use in a biliary stenting for a tight benign stricture that compressed the bile duct. During the procedure, an 035 amplatz super stiff wire was advanced through the lesion, and stenting was attempted. However, it was noted that the stent could not be expanded against the biliary stricture. While retrieving, the shaft's distal end was stuck with the stent struts. Consequently, the distal tip detached. The broken part remains inside the patient. The procedure was completed. The patient will be on regular follow up.